Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive flexible wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the end-user, they use a tape of unk name around the tape collar edge with irritation only under the tape border of wafer. The use of accessory products have been discussed with the pt. No add'l event/pt details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2013. Note: the actual date of event is unk, so the date used was the date that convatec became aware.

Event description:
End-user reports that for the past 6 months the skin presented redness, irritation with itching under the wafer's tape border.